Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Conclusion code: this lens model is contraindicated for patients with an anterior chamber depth (acd) less than 3.0mm. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -13.00 diopter, in the patient's left eye (os) on (B)(6) 2017. The lens was explanted on (B)(6) 2017 due to low vaulting. The lens was exchanged for a longer lens and the problem was resolved.

Manufacturer narrative:
Device evaluation: the lens was returned dry in a micro centrifuge vial with residue on the product. Visual inspection found the lens to be in curved shape and presence of residue on the lens surface. (B)(4).